Event description:
It was reported that the patient underwent an initial implantation of a revision stem, large claw, 1 trochanter bolt, and 2 distal wires. During the initial implantation, it was noted that the greater trochanter was free floating and there was no lesser trochanter, which limited the surgeon to only implanting two wires due to limited options for fixation. Subsequently, the patient experienced loosening of the trochanter bolt and the two wires and was later revised. During the revision, the stem with ball head and cup remained implanted and a separate plate was installed on the lateral side. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk wire; lot# unknown. G2: foreign - event occurred in switzerland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b3; b4; b5; d2; g1; g3; g6; h1; h2 the additional information does not add or change the results of the previous investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the pelvis demonstrate long stem right total hip arthroplasty with cement fixation of the acetabular cup. Lateral claw fixation device along the right greater trochanter on the first image with two distal cerclage wire demonstrates loosening and likely rotation with claw no longer fixated against bone. Of note, a fixation screw within the greater trochanter has dislodged on the second image. Sizing is appropriate. Part and lot identification are necessary for review of device history records, neither were provided. Upon conclusion of the investigation, no problem was found with the given devices. Per discussion with development, it was confirmed that the wires losing tension is secondary to the claw/screw failure. This is also a secondary issue to the linked complaint addressing use-error as proximal fixation was not performed which caused the arcos system construct to loosen and subsequently causing the wires to loosen. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.